Manufacturer narrative:
The customer continued to have issues. The fse revisited the customer site and found the ise reagent probe tubing was leaking. The fse replaced the tubing and adjusted the reagent probe. Operational and mechanical checks passed. The customer ran calibration and qc and all results were within specification. The customer has not had any further issues. The investigation determined the root cause of the event was the leaking tubing identified by the fse.

Event description:
The customer complained of discrepant results for 2 patient samples tested for ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. Patient 1 initial na result was 161 mmol/l with a data flag on the c501 module. The sample was auto repeated on the same analyzer and the result was 143 mmol/l. The initial k result was 6.0 mmol/l with a data flag and the initial cl result was 117 mmol/l with a data flag on the c501 module. The sample for patient 1 was repeated on a different c501 module and the na result was 141 mmol/l, the k result was 5.3 mmol/l with a data flag and the cl result was 103 mmol/l. The initial results for patient 1 were reported outside of the laboratory. The patient was not treated based on the incorrect results. The tech called and corrected the results upon completion of repeat testing. Patient 2 initial na result was 166 mmol/l and the initial cl result was 126 mmol/l on the c501 module. The sample was repeated on a different c501 module and the na result was 139 mmol/l and the cl result was 102 mmol/l. The initial results for patient 2 were not reported outside of the laboratory. No adverse event occurred. No electrode lot numbers or expiration dates were provided. The electrodes were installed on (B)(6) 2018. The customer replaced the ise reagents and re-calibrated. The field service engineer (fse) visited the customer site and did not identify any issues. The fse ran a 20 sample precision and the results were within the acceptable guidelines. The customer ran calibration and qc and all results were within specification. Abnormal probe sucking and abnormal sample aspiration alarms were observed on the alarm trace data from the day of the event. Calibration and qc data were acceptable.